Event description:
The customer reported: "during the installation of a locked screw on a plate, a steel wire came loose. The wire pricked the surgeon's finger."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note correction/update to sections b1 and h1. New information in b5.

Event description:
The customer reported: "during the installation of a locked screw on a plate, a steel wire came loose. The wire pricked the surgeon's finger.". 01/16/2024 - additional information. The screw thread split when it was fitted to an osteosynthesis plate. The incident therefore occurred during the operation, causing no malfunction for either the operation or the patient. The problem was that the surgeon was pricked by the metal wire detaching from the screw thread.

Event description:
The customer reported: "during the installation of a locked screw on a plate, a steel wire came loose. The wire pricked the surgeon's finger."

Manufacturer narrative:
Please note correction to section b1. The reported event could be confirmed, since a piece of the thread is peeled off. The device inspection revealed the following: the locking screw and a bag with the reported metal chip was returned for evaluation. The microscopic evaluation of the screw shows that the thread flank of the locking thread is completely peeled off. The anodized layer is not present anymore, which indicates that the damage occurred post-manufacturing. The thread at the screw shaft is in a good condition, there are no damages visible. The visual inspection of the t10 recess shows that there are deformations in clockwise direction visible. These deformations are a sign that high forces were applied onto the screw during the insertion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No product related issue could be detected. Most likely did an excessive contact between the locking thread of the screw and the plate (e.g by placing the screw out of center, an excessive insertion angle or a damage at the plate interface) lead to the peel off of the thread flank. However, to define the exact root cause the affected plate must also be available for evaluation. If any additional information is provided, the investigation will be reassessed.